Event description:
It was reported that. "After cutting box for ps femur deltor was trying to remove chisel & it broke into two pieces."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.